Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
New information notes the patient's condition was stable post procedure.

Event description:
It was reported that the asymptomatic patient presented in the clinic during a follow-up in back-up vvi mode. The pulse generator was explanted and replaced. No additional information was available.